Event description:
Device reset occurred on (B)(6) 2022 09:02. Home carelink performed on (B)(6) 2022. Addressed by tachy tech services on (B)(6) 2022. Parameter values are unchanged. Optivol events have invalid data. Diagnostic values appear to be uninterrupted. Intermittent atrial undersensing noted. Patient is in at/af 100% of the time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).